Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this right ventricular (rv) lead failed to deliver 26 joule and then max 41 joule. The physician then took out the lead and placed a new one. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead failed to deliver 26 joule and then max 41 joule. The physician then took out the lead and placed a new one. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.